Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, it is assumed that the reported damage and the breakage of the ceramic insulation was caused by thermal overload (laser-induced) in combination with mechanical stress by the application of excessive force like impact, fall, shock or similar stress as well as wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic resection procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, this first remained unnoticed and was only discovered since in the aftermath of the procedure, the patient experienced discomfort. In a follow-up procedure on september 17, 2019, the ceramic tip of the inner sheath used during the original resection procedure was removed from the patient's body. Despite the failure the original procedure had been successfully completed with the same set of equipment. The follow-up procedure was also successfully completed and there was no report about an adverse event or patient injury.